Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had alarmed power system error back in (B)(6) 2015 and it was cleared but it happened again the day before calling. The alarm history showed a failed battery test, a power error and a power loss alarm on (B)(6) 2016. The customer stated they were able to clear the last alarm and complete set change and the alarm did not appear after 4 hours. Blood glucose value was 100 mg/dl. The customer was advised to monitor the insulin pump.